Event description:
A hemodialysis inpatient user facility has reported that at the start of treatment a blood leak occurred. The leak as observed at the dialyzer and hansen connector. It was reported the dialyzer had broken membranes. The machine alarmed blood leak. Estimated blood loss was 250cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment on a different machine and station due to low census. The sample is available for the manufacturer's evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow-up report will be filed upon of the investigation.